Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the automated test system; no anomalies were found and the device met all specifications.

Event description:
It was reported that patient has felt pocket stimulation during pacing in the atrium. During threshold measurements, the physician saw "lightning" from under the patient's shirt. The patient said it felt like a shock. The device was explanted.